Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera elite video system center had intermittent noise, flickering image was not visible. Additionally, b23 and b30 scope communication errors occurred. The issue was found during a diagnostic gastroscopy procedure. The intended procedure was completed using the same set of devices. There was no reported delay. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.